Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the sjm met with the patient and was unable to establish communication between the patient's ipg and programmer. The patient's ipg is inoperable. Subsequently, the patient underwent surgical intervention at which the ipg was explanted and replaced with a competitor's device. The reported issue is now resolved. Please note the explant date is unknown.

Event description:
Follow-up information revealed the patient did not undergo surgical intervention as previously reported. The patient did have the scs ipg explanted and replaced with another abbott ipg on (B)(6)2017.